Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device would not backload onto the guide wire due to a kink in the proglide sheath. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed. The bend and difficulty inserting the guide wire were unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported bend and difficulty inserting the guide wire as returned analysis was unable to confirm the complaint. The treatment appears to be related to circumstances of the procedure as additional proglide devices were used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation determined the difficulties to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as additional proglide devices were used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.